Event description:
Consumer complaint of erratic blood results. Customer states that she is getting result 160mg/dl/210mg/dl/99mg/dl on back to back tests. Customer states that she is not sure what her normal glucose range is reviewed memory for previous results....time and date is incorrect. On (B)(6), 12:17pm 88 (this test was taken this morning); (B)(6) 2:19pm 107; (B)(6) 12:40pm 144; (B)(6) 3:08pm 117; (B)(6) 3:30pm 154; (B)(6) 11:19pm 189. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction noted in the complaint: user's test strips had poor storage. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (12/12/2014).